Manufacturer narrative:
Investigation summary a mz1000 china product was not available for investigation; however, the customer confirmed the complaint sample was from lot 21115371. The feedback provided by the customer indicates that leakage was observed at the point of connection between the mz1000 china product and a bd power PICC line. Further information provided by the customer indicates no visible cracks or defects were observed on the mz1000 china product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connectors there was leakage. The following information was provided by the initial reporter translated from chinese: "when the PICC outpatient team leader used the connector to connect the PICC catheter, he found that the connector and the PICC interface were leaking fluid."